Event description:
It was reported the epg (external pulse generator) does not provide an output above 10 ma (milliamps) when the operator wants to increase the atrial ma setting. The output on the atrial side quits, "locks up," when set above 10 ma. There was no patient involvement. The event occurred while getting it ready for use on a patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment and found the printed circuit board out of specification. It also found the upper and lower cases and both bail covers broken, the battery release, ring cover and battery drawer contaminated, one bail missing, the ring bent and the serial number label torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment and found the printed circuit board out of specification. It also found the upper and lower cases and both bail covers broken, the battery release, ring cover and battery drawer contaminated, one bail missing, the ring bent and the serial number label torn. A detailed analysis was performed on the main printed circuit board (pcb). This analysis further confirms the customer comment. It was noted that a transistor was defective at higher voltages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment and found the printed circuit board out of specification. It also found the upper and lower cases and both bail covers broken, the battery release, ring cover and battery drawer contaminated, one bail missing, the ring bent and the serial number label torn. Further review prompted a change in the device analysis results.